Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left anterior descending (lad). A 2.75x28mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy. The des was removed with resistance from the anatomy and a non-abbott device was used to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.